Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that the device would not empty the blood completely from the reservoir to the blood bag. The staff was able to reinfuse 500cc of blood into the patient by milking the tubing. There was an unknown amount of blood that was discarded due to the event. The patient did not require any pre-donated or bagged blood to be given. There were no other adverse consequences reported.